Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has not been going down recently. Customer changed out the set yesterday since his blood sugars were high and they have not gone down. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer's current blood glucose is 407 mg/dl. Customer only treated last night. Troubleshooting was performed and customer was advised to do a complete set change. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting he receives it. Customer changed his infusion set last night.